Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the customer's blood glucose (bg) was 428 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for elevated bg. Intravenous insulin was administered and elevated bg was resolved with no permanent injury. Customer did not know cause of elevated bg; however, thought it may be related to the new location of the infusion set site. Customer was discharged on (B)(6) 2019. Pump therapy was resumed. Tandem technical support verified that insulin was observed exiting the tubing upon completing the fill tubing step. Clinical diabetes educator (cde) reported customer was not correctly inserting the non-tandem infusion set cannula deep enough into the skin and customer's basal rate was set to zero for a few hours prior to being admitted to the hospital. Customer did not recall why insulin delivery was manually stopped. Cde educated customer on infusion set insertion.